Event description:
The user facility reported a 53-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient experienced an "impella position in aorta" alarm. An echocardiogram (echo) was performed, and it showed that the catheter was deep in ventricle with the inlet appearing to be involved with the mitral valve and its structures. The pump was repositioned with echo guidance performed under fluoroscopy in cath lab. There was no harm to the patient reported.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the reported positioning issues has been completed since the original report was filed. No product was returned. The root cause of the positioning issue was most likely use related, as the position of catheter was deep in ventricle with the inlet appearing to be involved with the mitral valve and its structures as per the clinical description provided.